Event description:
A revision was reported due to the patient experiencing pain in his right shoulder.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catalog number added, concomitant medical products added. The manufacturer report number for this report should begin with the prefix (B)(4).